Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with loss of capture in the right ventricular lead. Loss of sensing and oversensing of atrial activity was also noted. It was confirmed via fluoroscopy that the lead had dislodged. The lead was explanted and replaced. The patient was stable.